Event description:
It was reported that a patient underwent a sling procedure in 2008 and mesh was used. It was noted on (B)(6) 2008 that the patient experienced mesh erosion and vaginal necrosis. On (B)(6) 2008 the patient underwent surgery, and a partial piece of the sling was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.